Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to paraplegia.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using conformable gore® tag® thoracic endoprosthesis (tgu282820j/12669053) and gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt311415j/15151038). Before the stentgraft implant, bypass procedures were performed for celiac artery, superior mesenteric artery, right and left renal artery, and inferior mesenteric artery. After the stentgraft implant, the celiac artery and right and left renal artery were occluded by blood clot. This lead to an abdominal section. The physician removed the blood clots in the artificial blood vessel and anastomosed again. The patient tolerated the procedure and transferred to ICU. When the patient woke up from anesthesia, a paraplegia was found. On (B)(6) 2016, the patient passed away due to a respiratory failure. The physician commented that the devascularization by the occlusion of the bypass could affect the patient worse condition. No further information was obtained.

Manufacturer narrative:
It is unknown which device may have caused or contributed to the therefore this event was reported in manufacturer report#3007284313-2017-00006.